Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31353297l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During right pulmonary vein (rpv) isolation, blood pressure decreased. After left pulmonary vein (lpv) had been isolated and in the middle of isolating rpv (about one hour later from the use of the thermocool smarttouch sf catheter), tamponade was confirmed. Atrial septal puncture was performed with rf needle. Steam pop was not confirmed. The physician's opinions on the relationship between the event and the product was that there was no concern in contact and impedance of the ablation catheter during the ablation. Definite factors of the event were unknown. No abnormalities were observed prior to or during use of the product. Irrigation catheter¿s flow rate setting was at default. Additional information was received on 28-jul-2024. This adverse event was discovered during use of biosense webster products. No error messages observed on the biosense webster equipment during the procedure. The flow setting was the default settings according to the instructions for use (IFU). Additional information was received on 06-aug-2024. The correct catheter settings selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation.